Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized and treated on (B)(6) 2018 due to infection at the lead incision site. Reportedly, fluid was draining from the lead site. As a result, the wound site was cleaned, treated, and re-sutured by the physician. Follow-up revealed the patient is still healing from the issue in the wound care facility.

Event description:
Follow-up identified the issue is resolved.